Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was not working. The patient stated that they could charge the ins recharger (insr), but not the ins. The patient was instructed to follow-up with a healthcare professional. No symptoms were reported. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient spoke to a representative (rep) and they told the patient to call product services (ps) to do a hard reset on the implantable neurostimulator recharger (insr). The patient reported seeing the ¿reposition antenna¿ screen on the insr and the ¿poor communication¿ screen on the patient programmer (pp). The patient stated that the last time they felt stimulation was about a week ago and their last successful recharge was also last week. The patient noted that they had left their insr out in the cold. They stated that they were able to charge it back up again once they brought it in. The patient reported they could not get the insr nor the pp to do anything. Ps informed the patient that they would circle back with the field to notify them of the patient¿s situation. No further complications were reported. Additional information was received from a representative (rep) regarding the patient. It was reported that the patient was unable to communicate with either device. No further complications were reported. Follow-up was conducted.